Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller exchange due to backup battery faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to backup battery faults was not confirmed. The system controller was not returned for analysis, and log files were unable to be provided. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the system controller, when the alarms occurred, the date of the system controller exchange, if log files were available, if the exchange resolved the backup battery faults, and if any product would be returning to abbott; however, no response was received. The root cause for the reported event could not be conclusively determined through this analysis. The device history record for the system controller was unable to be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.